Event description:
Pt was revised to address osteolysis under femoral component, excessive posterior slope of tibial component, and excessively rotated femoral component.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the info provided. Provided info poor device positioning was a contributing factor. It was noted the products were implanted for approximately fifteen years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.